Event description:
Study event: device malfunction: none. Symptoms / ae: neurological deficit / stroke. Time of ae: after procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the patient had a neurological event affecting vision and speech, along with some confusion lasting just over 24 hours. Initial CT scan was negative, however, a CT taken sometime after this, showed a left occipital stroke. Per the consulting physician, "the patient does have some neurologic findings with a mild degree of both receptive and expressive aphasia apparent. The patient also has a right visual field cut suggestive of a left occipital stroke. Usually the left occipital stroke would be considered a posterior circulation event, so it is difficult to relate the apparent posterior cerebral artery stroke to a procedure performed on the anterior circulation. The aphasia could be left posterior parietal in location which could also reflect either anterior or posterior circulation. It is always possible that she could have a persistent fetal circulation of the pca that would connect the posterior cerebral artery to the anterior circulation." Three days post procedure, the patient was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.